Event description:
It was reported that a patient with a rechargeable snm ipg began experiencing stimulation down their leg when increasing the stimulation. The patient noticed this began after their child jumped on their lower back. The patient underwent an x-ray with no issues noted. The lead was replaced to the contralateral side on the right while the ins remained in the initial pocket on the left side of the patient's body. The patient is reportedly doing well after the replacement procedure.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6) model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was retained by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "undesired sensations, non-target stimulation area" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.